Event description:
During an endoscopic procedure the physician used an acusnare polypectomy soft snare. The snare was advanced into position. Resistance in retracting the snare was encountered. The snare was withdrawn from the endoscope. Another snare was used to complete the procedure. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our evaluation of the returned device was unable to confirm the report of difficulty with snare movement. During our evaluation the snare was advanced through an endoscope that is in a simulated use positon. The handle was manipulated and the snare extended and retracted properly. A slight bend was noted in the handle drive wire. A kink was noted in the outer catheter approx 1cm from the distal end of the catheter. This bend and kink did not affect the movement of the handle or snare. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. Wer were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is remote. Conclusions: a definitive cause for the reported observation was unable to be determined because the product functioned as intended. A discrepancy or anomaly that could have contributed to be reported observation was not observed during our product eval. However, we can provide the following comments: snare retraction difficulties can occur if the outer catheter and/or handle drive wire becomes kinked or bent. This can occur if the device experiences excessive pressure during use and/or general handling. The instructions for use for this product line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional test to ensure device integrity. The visual inspection includes verifying the device is free of kinks. The functional test ensures the snare moves smoothly and freely. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because the device functioned as intended, and the report was unable to be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence, and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.